Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen response time was intermittently delayed. It was also reported that small air bubbles were noted in the luer lock. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was advised on how to properly load the cartridge and reminded to ensure the luer lock is tight. The touch screen was operating as expected at the time the event was reported.